Manufacturer narrative:
The device evaluation can be found in the initial report, as the device was not received but cloud data was investigated. Please see emdr-147927 for any and all information regarding the device.

Manufacturer narrative:
In the case description, the user mentioned receiving 11 units of insulin without requesting it. Several boluses were provided that were alleged to be unprompted. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found that all five boluses showed interaction with the controller in order to program and confirm the boluses. The logs showed that each bolus was suggested based on a carb value and cgm value that was loaded through interaction with the controller. No evidence of uncommanded boluses were observed in the logs. The system was found to function as intended.

Event description:
It was reported that the patient was hospitalized due to receiving 11 units of insulin from the controller without requesting it. The patient had very low blood glucose (bg) levels and was treated with glucagon so her sugar levels could stay at least around 60 mg/dl. Caller stated that the bolus calculator was not being used at time.. The patient is currently using multiple daily injections (mdi) for diabetes management until the replacement device is received.